Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was a line through the display screen. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of a serious injury associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation. When an evaluation shall be completed a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the screen was fully functional and was fully illuminated with no signs of extrinsic lines visible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.